Manufacturer narrative:
(B)(4). The reported complaint of the catheter leaking could not be confirmed. One 3-l, 7 fr, 20 cm catheter was returned for evaluation. Upon visual examination there is adhesive residue around all three extension lines near the juncture hub and on the catheter body near the juncture hub. This residue indicates the catheter was used. There is no other damage or defect observed. The catheter body measures 217 mm from the bottom of the juncture hub to the distal tip. Functional testing was performed using a lab inventory 10 ml luer-lock syringe filled with water to flush each of the catheter lumens. There were no leaks observed during this testing. The catheter was liquid leak tested. With the distal end of the catheter occluded, water was injected into each extension line using leak tester apparatus. Each lumen was pressurized to 45 psi for 30 seconds. No leaks or cross-overs were observed. The instructions for use directs the user to prepare the catheter for insertion by flushing each lumen with saline solution to enable patency and prime the lumens. No leaks were reported prior to catheter insertion. A device history record review was performed based on sales history with no evidence to suggest a manufacturing related cause. Other remarks: a risk evaluation was completed for this complaint issue. There was no problem found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.

Event description:
It was reported the catheter was placed into the left subclavian of a female patient in the anesthesia department on (B)(6) 2016. The next day they noticed wet conditions were found between the hub and fixation. The catheter was removed according to the therapy plan. There was no delay in treatment and no patient death or complications reported. It was noted the liquid was dripping from the catheter at the juncture hub.